Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive right atrial (ra) lead detected a pacing impedance measurement of greater than 2000 ohms, triggering a latitude alert. P-waves remained steady, but some oversensed noise was noted in the competitive ra lead. The patient does not require a significant amount of atrial pacing, and no adverse patient effects have been reported as a result of this event.

Manufacturer narrative:
The boston scientific technical services department recommended considering bringing the patient in clinic to evaluate the competitive ra lead. No additional information is available at this time, and current records suggest that these products remain implanted and in service. This event will be updated if any additional information becomes available.